Event description:
The pump was returned for investigation. Investigation revealed that the display screen was scratched and the battery cap height was above specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was scratched. Unrelated to the complaint, the keypad symbols were found to be faded which has no effect on insulin delivery. Evaluation revealed that the battery cap was damaged at the top slot. The battery cap contact height is above specifications and the width is within specifications. There was no defect found on the pump itself. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.